Event description:
On original order (B)(4) seat crack - just received seat in and it broke,then (B)(4) replacement crack also - 65100 rollator user has had about 4 years-user sat plastic seat not same as his original seat - will return if 3rd has to be sent